Event description:
The pt reportedly experienced intermittencies with his internal device. External equipment has been exchanged; however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.